Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain, autoimmune reaction and rupture. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). This event was reported to the FDA under mw5072103 and mw5072104. It was reported that a female patient who underwent primary breast augmentation surgery with two 550cc mentor memorygel breast implants experienced extreme fatigue, migraines, digestive issues, depression, anxiety, brain fog, memory loss, hair loss, numbness in arm, numbness in leg, tingling in arm, tingling in leg, bilateral breast pain and bilateral rupture post procedure. Patient was also diagnosed with systematic lupus. As a result, patient had an explantation on (B)(6) 2017. This medwatch form is for the right breast prosthesis.